Event description:
MFR received information that this coronary sinus lead was being repositioned for an unspecified reason. Ultimately, this device developed a bubble upon flushing and was not reimplanted. During this lead revision procedure, upon reconnecting this cardiac resynchronization therapy defibrillator a setscrew became stuck. There were placement difficulties noted with a new coronary sinus lead, and it was not implanted. Another guidant device and leads were implanted. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our laboratory, visual inspection noted that the setscrew was stuck in the up position. Technicians attempted to loosen the setscrew using a calibrated torque watch. At 18 inch ounces, the setscrew still could not be loosened. The technicians were able to loosen the setscrew using a bi-directional torque wrench and a side-loading rotational technique. The setscrew now moved freely. This is discussed in a product performance report. MFR has issued a product update with additional information to help loosen setscrews. Visual inspection of the complete coronary sinus lead confirmed a bulge or stretched insulation 807-811 mm from the terminal pin and dried blood/body fluid in the lead lumen. Depending on the amount of blockage in a lead lumen, the pressure from flushing may exceed the insulation strength, and a bulge or burst bulge could result.